Manufacturer narrative:
Reported event: an event regarding wear involving a gmrs extension piece was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Photo provided showed a recently explanted devices covered in blood and tissue. No conclusive decision can be made from the given photos. Clinician review: a review of medical records indicates confirmation of event: I can confirm that the patient had a distal femoral replacement with a gmrs implant because I was able to see x-rays with the implant in place and explanted portions of the implant. I do not have any other supporting documentation including office notes and operation reports and preoperative x-rays. I also do not have any documentation as to why the revision took place. Root cause analysis: assuming that the event was trunnionosis of the junction of the stem extension and the distal femoral implant, the root cause cannot be determined with certainty. Causes of trunnionosis include surgical technique especially in the way that the trunnion and the stem entry into the distal femoral component, patient factors including activity level and bmi, and implant factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records indicates confirmation of event: I can confirm that the patient had a distal femoral replacement with a gmrs implant because I was able to see x-rays with the implant in place and explanted portions of the implant. I do not have any other supporting documentation including office notes and operation reports and preoperative x-rays. I also do not have any documentation as to why the revision took place. Root cause analysis: assuming that the event was trunnionosis of the junction of the stem extension and the distal femoral implant, the root cause cannot be determined with certainty. Causes of trunnionosis include surgical technique especially in the way that the trunnion and the stem entry into the distal femoral component, patient factors including activity level and bmi, and implant factors. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a revision of gmrs/mrh, trunnionosis was seen on the gmrs taper junctions. Prior to revision, preoperative joint aspiration yielded dark fluid consistent with metallosis.

Event description:
It was reported that during a revision of gmrs/mrh, trunnionosis was seen on the gmrs taper junctions. Prior to revision, preoperative joint aspiration yielded dark fluid consistent with metallosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer